Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6. And h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Exact root cause is not established. It is most likely that the epc is causing the issue. As a resolution, advised customer that the main electronics needs to be replaced.

Event description:
It was reported to vyaire medical that the bellavista1000 ventilator had blue screen issue. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(6). H10: the suspect device has not been return for investigation. However, log shows that the epc is defective. Advised that the main electronics needs to be replaced. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.